Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2008, and subsequently expired on (B)(6) 2008 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving three separate products; associated mdrs # 1225714-2014-05380; 05381; 05382; 05383; 2937457-2014-01357; and 01358.